Manufacturer narrative:
Additional information: h6, h10 additional information received that there was no patient involvement. Event occurred during testing.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy vip 2120 pump verifying alarm of cassette not attached properly. Event isolated to faulty downstream occlusion sensor. Event log opened and also verified complaint. The pump arrived in good physical condition and the "dso" was replaced. Unknown cause of the event, once repairs completed the device passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd solis vip 2120 pump was alarming no cassette attached. No patient adverse events reported.